Event description:
It was reported that during he surgery, the peek implant did not fit as expected and the surgeon had to alter the implant in order to get it to fit.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed as an intra-operative photo was provided. The bilateral peek implant was split into two pieces in order to be implanted. This caused a surgical delay of approx. 25 minutes. The implant was designed as requested by the customer and according to all quality instructions. Further, the DHR rereview showed that the implant was manufactured to specification.

Event description:
It was reported that during he surgery, the peek implant did not fit as expected and the surgeon had to alter the implant in order to get it to fit.